Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that the implant and mount could not be manually separated after removing the connecting screw. Review of appropriate documentation: documents reviewed: review of the instructions for use for swissplus® and tapered swissplus® implants (9667 rev 0-09/14) information identified: applicable information can be found in the "contraindications", "warnings", and "technique information" sections. DHR review was completed for the subject lot number (63893467). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa complaint history review was performed for the reported lot number (lot # 63893467) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not disengage) or device (spb10) therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4). Patient identifier unknown/ not provided. Patient's age unknown/ not provided. Patient's weight unknown/ not provided. Date of event unknown. Reporter's name and email address not provided. Additional 510(k) number k011245 and k002188.

Event description:
It was reported that doctor was not able to remove mount from the implant (B)(4). It was also reported that they were able to complete the procedure with another implant.